Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was having a recurring issue with the sensors. Customer had developed pus pockets at site of the sensor. She had developed also on about a month ago and then about two months ago, as well. She drained them herself and had scheduled an appointment with her doctor. Blood glucose level was not noted. No further information reported.